Manufacturer narrative:
Due to the automated mes (manufacturing execution system), there are controls in the manufacturing process to ensure the product met specifications upon release. The device was received and the reported lot number was not confirmed as the packaging was not returned with the device. On visual/microscopic inspection, the stent delivery wire (sdw) was seen to be broken/fractured and kinked bent. The stent was stuck within the catheter hub. The stent was removed from the catheter and was seen to be deformed. Functional inspection was not carried out due to damage. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The as reported can be confirmed based on analysis. The as reported stent difficult/unable to transfer as well as the as analyzed sdw broken/fractured during use, sdw kinked bent, stent deformed will be assigned procedural factors as this complaint appears to be associated with a product that met stryker design and manufacturing specifications and was used in accordance with the dfu, but performance was limited due to procedural factors during use.

Event description:
The subject stent was returned for analysis and it was discovered that the stent delivery wire was broken/fractured during use. There was no clinical consequence to the patient reported as a result of this event.